Event description:
Boston scientific received information that this device was explanted shortly after the event occurred. The patient received a competitor device and leads, and no boston scientific representative was present at the change out. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to extended charge times, which may be an indication of an out of specification condition. With current information, the device remains in service and will be explanted in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was explanted. It is unknown if this device will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device passed the labeled longevity calculation, and the device was determined to be within specification for charge times. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.